Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, during one occurrence, the cartridge was filled with 300 units, and the fill estimate decreased to 30 units. As the event occurred in the past, tandem technical support was unable to perform troubleshooting for the fill estimate issue. Additionally, the customer reported insulin gauge remained static at 120 units. The customer declined to reload the cartridge to recalculate the fill estimate and confirmed that the fill estimate would continue to be monitored. The customer's blood glucose level was 202 mg/dl.